Manufacturer narrative:
Investigation is ongoing. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920692 and (B)(4) the test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua (B)(4) product code: qlt). The product catalog number for the test is 09211101190 and the UDI is (B)(4) .

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for sars-cov-2, influenza a, and influenza b. The same sample was retested on the same cobas liat analyzer and generated the same results. The same sample was retested on two different cobas liat analyzers which yielded a positive result for influenza b only both times. Unknown which results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The cobas liat instrument (s/n (B)(6) ) was requested for investigation which revealed that the hardware was identified as the main contributing factor. The causal factor of the customer's allegation is highly likely linked to the general overall wear and decay of the old revision clamp actuators. The cobas liat instrument will be sent to the repair depot for repair and recalibration. The affected parts will be replaced with the latest revision.